Event description:
A peritoneal dialysis (pd) reported to fresenius customer service (cs) that they were hospitalized with peritonitis. The patient was reportedly being treated with antibiotics (drug, dose, route, frequency, duration not provided) and was continuing to utilize the same pd catheter (not a fresenius product). Upon follow-up, the patient stated the cause of their peritonitis was unknown, however they were not experiencing any issues related to a fresenius product/device. The patient was still in the hospital and recovering from the adverse event. Multiple attempts were made to obtain additional clinical information, and thus far no further details have been provided.